Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device passed away. Three days prior to death, the patient was not feeling well and went to the hospital. Treatment during hospitalization was unknown. The patient was performing pd therapy while in the hospital. It was unknown if the patient was connected to the homechoice device or using baxter peritoneal dialysis (pd) solutions prior to the event of the death. The cause of death was unknown. An autopsy was not performed. No additional information is available.